Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was broken. A field service engineer moved the remote manager onto the new refrigerator. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager from the existing fridge needed to be removed and re-attached to the new fridge. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.